Event description:
Global pharmacovigilance (gpv) received notification of complaint from nurse who reported on (B)(6) 2011, patient was hospitalized for sepsis, causative organism pseudomonas. The nephrologist "speculated" that the "source of the sepsis was the peritoneal catheter." The nurse further clarified that the patient's "transfer set often came apart during the night" causing a break in the sterile pathway. The nurse also stated that the biofilm created by pseudomonas may have affected the peritoneal dialysis (pd) catheter. Treatment included removal of the pd catheter and switch to hemodialysis. During the hospital stay, the patient was diagnosed with an ileus and a pleural effusion requiring intubation more than once. On an unknown date, the family elected comfort care. On (B)(6) 2011 the patient died while still hospitalized. The cause of death was unknown and was not listed on the discharge summary. It was unknown if an autopsy was done. If an autopsy was done, results would not be available to the pd nurse. Events were not related to dianeal therapy. The nurse believed the "transfer set often came apart during the night" was more likely related to patient technique and not to the product itself. The nurse further clarified that transfer set disconnecting happened more than once to this patient, but not with any other patient followed by the clinic. Nurse stated that he would accept further follow-up queries from baxter if needed. On 12 jan 2012, product surveillance contacted the facility to speak with the peritoneal dialysis nurse regarding this patient. The nurse reported that he did not know the product information or lot numbers for the transfer set involved in this incident. It was unknown if the catheter adapter was plastic or titanium. It was unknown if an autopsy was performed. The nurse did not believe that the transfer set was the cause of the sepsis. No further information was given at this time.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this sepsis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this sepsis event.

Manufacturer narrative:
(B)(4). This complaint is for a report of a connection issue where the nurse clarified that the patient's transfer set often came apart during the night. The disposable set was not returned to baxter and there was no report of use error or issues that might have caused the connection issue. The lot number was not provided, so no batch review could be performed. Therefore, the complaint cannot be confirmed and the assignable cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.